Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported a pacer equipment malfunction error, devise fails operational test. There was no report of patient involvement.

Manufacturer narrative:
One therapy pca was returned for failure analysis. The reported problem was verified during lab tests. The device failed operational check and the root cause was undetermined.